Event description:
Event verbatim [preferred term] a mass of burn blisters on my shoulder [burns second degree], products not sticking [device adhesion issue]. Case narrative: this is a spontaneous report from a contactable consumer through a pfizer sponsored program thermacare (B)(6) page. A female patient of an unspecified age and race/ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist, lot #n15180 02/07; exp: jan2019) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I was going to write about these products not sticking but now I thank god it didn't. This wrap only stayed on about 5 to 20 minutes and resulted in a mass of burn blisters on my shoulder". Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (29jan2017): this is follow report combining information from duplicate reports (B)(4). The current and all subsequent follow-up information will be reported under manufacturer report number (B)(4). The new information reported from a contactable consumer through includes: marketing program and product lot number and expiration date. Company clinical evaluation comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
A mass of burn blisters on my shoulder/it only stayed on 15-20 minutes and resulted in burn blister on my shoulder [burns second degree] , products not sticking/ wraps not sticking [device adhesion issue] , . Case narrative:this is a spontaneous report from a contactable consumer through a pfizer sponsored program thermacare (B)(6) page. A female patient of an unspecified age and race/ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist, lot #n15180 02/07; exp: jan2019) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I was going to write about these products not sticking but now I thank god it didn't. This wrap only stayed on about 5 to 20 minutes and resulted in a mass of burn blisters on my shoulder". Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (29jan2017): this is follow report combining information from duplicate reports (B)(4). The current and all subsequent follow-up information will be reported under manufacturer report number (B)(4). The new information reported from a contactable consumer through includes: marketing program and product lot number and expiration date. Follow-up (26mar2017): follow-up attempts are completed. No further information is expected. Follow-up (31mar2017): this is follow report combining information from duplicate reports (B)(4). The current and all subsequent information will be reported under manufacturer report (B)(4). This is a spontaneous report from a pfizer-sponsored program, thermacare (B)(6) page. A contactable consumer reported a patient of unspecified age ethnicity and gender started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I was going to ask about my wraps not sticking but thank god it didn't. It only stayed on 15-20 minutes and resulted in burn blister on my shoulder." Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. No follow up attempts are possible. No further information is expected. Follow-up (31mar2017): new information received from the product quality complaints group included: the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the event of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event device adhesion issue is assessed as non-serious and associated with the use of the device., comment: based on the information provided, the event of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event device adhesion issue is assessed as non-serious and associated with the use of the device.

Event description:
A mass of burn blisters on my shoulder [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I was going to write about these products not sticking but now I thank god it didn't. This wrap only stayed on about 5 to 20 minutes and resulted in a mass of burn blisters on my shoulder. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. , comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.